Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to 2. Post procedure mean gradient was 8mmhg. On (B)(6) 2018, the patient presented with dyspnea and symptomatic micro stenosis and with a mean gradient of 11 mmhg. The clip was surgically removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the reported information, a definitive cause for the reported dyspnea and mitral stenosis could not be determined in this incident. The reported patient effects of dyspnea and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.